Event description:
It was reported that a six hole, 2.0 locking compression-dynamic compression plate (lc-dcp) was implanted. One of the screws pulled through the plate postoperatively. The patient had to have the plate removed and implanted. There was also a report of delayed healing was reported. This report is for an unknown plate. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Event date: unknown. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history records has been requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one plate and six screws sere returned with the complaint that ¿a 2.0 lc-dcp plate was implanted. It was a six hole plate; one of the screws pulled through the plate postoperatively. The patient had to have the plate removed and a reimplantation of the implant. Delayed healing was reported.¿ while there were no x-rays for this complaint, the plate was seen to have wear marks from the screws at two locations, hole 1 and hole 5 (with the lot number being etched between holes 5 and 6). These two holes had an area with an opening of 2.77mm, which is outside of the specified dimensions. One of the returned screws (10.3mm in length) had slight deformation about the head, which while within tolerance, was able to be fit through holes 1 and 5 one the plate (none of the other screws showed signs of damage nor were able to fit through the plate). The designs of these devices are adequate for their intended uses and did not contribute to this complaint condition, this complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that it revealed no complaint related anomalies. The (DHR) shows this lot of 2.0mm ti lc-dcp plates 6 holes/36mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.